Event description:
It was reported to philips that system could not starting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start. Upon troubleshooting, fse checked the host pc with diagnostics tools and found that the system couldn't start up because the host pc and ip-pc were not working. Fse ordered the replacement of the host pc and ippc to resolve the malfunction. No service has been performed by philips since the service quotation was still not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.